Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, whitish foreign material resembling powder mixed with water was found inside the aw-tube and inside the aw-cylinder. In addition, switch 1 damage, adhesive peeling on the bending section cover, nozzle clogging, universal cord corrosion/wrinkle, and connecting tube buckling were observed. Lastly, cracks and scratches were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope air/water valve is defective. During a standard service inspection of the customer returned device, white foreign material resembling powder mixed with water was found inside the air/water-tube and inside the air/water-cylinder. There was no patient harm or user injury reported due to the event.